Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyi1532 showed no other similar product complaint(s) from these lot numbers. Mw5042506.

Event description:
10/23/2015 per medwatch: allegedly, tunneled central line placed in radiology, supposedly, catheter noted to be leaking from under the skin. Allegedly, patient returned to radiology for catheter replacement, on inspection, it was said, discovered hole in catheter.